Event description:
It was reported to medtronic neurosurgery that the patient had an intracranial infection in (B)(6) 2014. According to the report, the patient underwent surgery to explant the shunt and lumbosacral external drainage was implanted to shunt the cerebrospinal fluid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. The instructions for use that accompany the device caution that ¿local and systemic infections are not uncommon with shunting procedures.¿ a review of the manufacturing records was not possible as no lot number was provided. (B)(4).